Event description:
Initial report: "(B) (4) crm received information that this safesheath kinked near the clavicle. While attempting to remove the sheath, the sheath broke off at the kink location. A snare was used to remove the broken piece of the sheath."